Manufacturer narrative:
Follow-up #1: date of submission 10/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the black box showed a partially discharged battery was installed resulting in a replace battery alarm. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. A leak was found in the battery compartment. The battery cap was not returned and a test battery cap was used for testing. The electrical current draws were within specifications. The battery life issue was not duplicated during the investigation. The pump cover was removed to find no moisture internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.